Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant medical products: carto 3 system: (s/n (B)(4)), stockert generator: (s/n (B)(4)), coolflow pump: (s/n (B)(4)), tc smarttouch catheter: (d132704/17165572m-to be returned), lasso eco catheter: (d134301/17132726l), soundstar catheter: (10438577/10845835008838), sterilmed bi-directional reprocessed catheter: (bd710df282rts/ 1815203). (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation (afib) procedure suffered a cardiac tamponade which confirmed by ice after the patient's blood pressure dropped. The patient required a pericardiocentesis and 1,040 cc of fluid were removed. The patient was reported to be in stable condition but required additional hospitalization. The physician is unsure of the cause of the patient injury, however it was noted that the patient had ¿very difficult¿ anatomy. No product malfunctions have been confirmed related to this patient injury.

Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), male, underwent an atrial fibrillation (afib) procedure suffered a cardiac tamponade which confirmed by ice after the patient's blood pressure dropped. The patient required a pericardiocentesis and 1,040 cc of fluid were removed. The patient was reported to be in stable condition but required additional hospitalization. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.